Manufacturer narrative:
Due to character limitation in e1 for event site address, the full event site address is (B)(6). Event site telephone, the full event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during fsca (field service corrective action) that the cardiosave intra aortic balloon pump (iabp) unit had broken muffler. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 (investigation findings).

Manufacturer narrative:
Updated fields- b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the customer was informed about the issue observed. A quotation for fault detection/diagnosis was sent to the customer. Since the customer did not approve the quotation, the order was closed without action. The necessary repairs were not conducted as per the fse's suggestions the unit was not cleared for normal use.

Event description:
N/a